Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was in the hospital when suddenly an "electrical fault" alarm was triggered. The site performed a controller exchange prior to contacting heartware. Upon evaluation by a manufacturer's representative, foreign material was found within the driveline connector resulting in a cleaning procedure to remove contaminants. The patient tolerated the procedure very well.. Evaluation of the controller shows that it passes visual and functional testing. Review of the log files reveals occurrences of several electrical fault alarms. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): do not rely only on flow estimation to assess cardiac output. An average estimated flow on the monitor or controller display of less than 2 l/min, or greater than 10 l/min may indicate an electrical fault, incorrect hematocrit entry or an occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. Inaccurate assessment of hvad® pump flow may lead to less than optimal treatment. The IFU also outlines alarms and the actions to take with each type and possible cause. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2016-00370 and 3007042319-2016-00371) submitted for devices related to the same event.

Event description:
It was reported from france that the patient was in the hospital when an "electrical fault" alarm occurred. The hospital performed a controller exchange. A manufacturer's representative assessed the device and performed a driveline connector cleaning per manufacturer's specifications on may 23, 2014. The procedure was performed in the intensive care unit (ICU) and the patient was prepped for the procedure with dobutamine. Contamination was visible within the driveline connector and it was described as a "dried green-yellow substance". Two driveline disconnects were performed as part of the procedure with each disconnect lasting approximately one (1) minute. The patient was stated to have tolerated the pump-off time well. The electrical fault alarms could not be reproduced after the repair procedure. The controller was returned to the manufacturer for analysis and the driveline cable remained implanted in the patient. There was no reported patient injury as a result of this event.